Event description:
No new information has been provided by the customer.

Manufacturer narrative:
The product was not returned to olympus for inspection; however, an endoscopy support specialist (ess) was dispatched to the customer site after customer requested a site-inspection as there were multiple reports of a waxy/oily residue observed on the rhinolaryngoscopes following reprocessing in a medivator automatic endoscope reprocessor (aer). The ess conducted a facility review summary (frs), observing the entire reprocessing workflow from bedside point-of-use cleaning through high-level disinfection and drying. All reprocessing steps were found to be in alignment with the instruction for use (IFU). No procedural deviations were identified and no recommendations were made. The facility later reported significant improvement in the observed residue.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rhino-laryngo videoscope had oily residue found on the scope. The issue was found during reprocessing. There were no reports of patient involvement.